Manufacturer narrative:
The investigation did not identify a product problem. There was no indication for a performance issue of reagent or instrument. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient sample from the cobas e411 disk analyzer. The initial result was <3 pg/ml with a data flag. The repeat result was 108.1 pg/ml. The questionable result was reported outside of the laboratory. The repeat result was considered to be correct. The reagent lot number was 381539 with an expiration date of 31-may-2020.